Event description:
Aquacell dressing caused skin to peel away resembled a look of a chemical burn. Dose or amount: na. Frequency: prn. Route: topical. Dates of use: five days. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.